Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed low flow hazard alarms; however, a direct correlation between this finding and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. A specific cause for the reported events and a direct correlation to the device also could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists cardiac arrhythmia, bleeding, hemolysis, and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. This document also explains that the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. Also explained is that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: it was previously reported that the patient experienced both elevated hemolysis marker and acute temponade. The patient received bedside window treatment on (B)(6) 2018 and had right ventricular clot burden removed. Additional information on 18dec2018: it was reported that the patient underwent two (2) mediastinal washout by CT surgeon and hematoma evacuation on (B)(6) 2018. No clear source of bleeding noted.

Manufacturer narrative:
Approximate age of device- 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced bleeding and was withheld from anticoagulant treatment. Coumadin was resumed on (B)(6) 2018. The site of bleeding was not provided. There was also elevated hemolytic markers in the setting shock and the patient was improving. The patient also suffered acute tamponade on (B)(6) 2018 with code blue receiving short course of CPR. No additional information was provided.